Event description:
It was reported that a loss of sensing had been observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure.